Event description:
It was reported that when the patient is exercising, they notice a 20 beat drop in their heart rate when they reach 120 bpm. During this time the patient feels dizzy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2008. (B)(4).